Event description:
It was reported that this pacemaker recorded atrial tachy response (atr) episodes due to far-field oversensing. Technical services (ts) completed a review of the system, and all parameters were within normal limits. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.